Event description:
Adverse event(s): "post-op surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a postop suprise following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complains reported in the lot number. Additional info was requested on 08/28/2009, 08/31/2009, and 09/02/2009 by phone, fax, and mail. A completed questionnaire was not received. Medical records were received on 08/31/2009. (B)(4).